Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics clinical specialist reported an issue with a 1.5mm eximo atherectomy catheter. During a procedure, the catheter broke, roughly 16 inches from the tip, when navigating the bifurcation that was steep with associated calcified burden. The device was removed and the procedure was completed with another same device. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. It was indicated the reported device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
As the device was not returned, angiodynamics was unable to perform a device evaluation. The customer's reported complaint of catheter broke while advancing/navigating across a steep bifurcation cannot be confirmed as no complaint sample was returned. Without receiving a catheter sample for evaluation, a definitive root cause for this event could not be determined. This event is potentially related to patient anatomy (e.g. Tortuous anatomy with calcification) and damage to catheter during handling/use. The lot/serial number of the catheter used in the procedure was not reported by the customer. A ship history report (shr) for the customer was performed to determine the most recent catheters shipped within six (6) months of the procedure date. A review of the distribution records was performed for the shr catheters indicated for any deviations related to the reported failure mode of the complaint. The review confirms that the catheters met all packaging performance specifications; i.e. No ncr writte. Labeling review: instructions for use is provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. If the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down . If the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch . Ask the laser operator to raise the fluence to the 60mj/mm2. Activate the laser and try again to advance the auryon catheter through the lesion . If the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds . If the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. . A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Corrections based on new information provided: section b1: additional event detail added: the failure mode of the catheter "break" can be described as black outer wrap of the catheter was broken 360 degrees around the circumference of the catheter such that the fibers and guidewire tube could be seen underneath. The catheter remained in one-piece, just black outer wrap was broken. Section d4: UDI updated. Lot to the UDI updated to unknown, therefore changing expiry date and manufacturing date of the product as unknown/left blank.

Event description:
Additional information obtained: the failure mode of the catheter "break" can be described as black outer wrap of the catheter was broken 360 degrees around the circumference of the catheter such that the fibers and guidewire tube could be seen underneath. The catheter remained in one-piece, just black outer wrap was broken.